Manufacturer narrative:
Evaluation of the returned tubing confirmed, the devices inability to aspirate fluid properly, but could not confirm the reported crack. During functional testing, the tubing was connected to a demonstration pump max and canister and was able to aspirate fluid at a slow rate. While aspirating fluid, a hissing noise could be heard coming from the ¿on/off¿ switch, and fluid could be seen on the outside of the flow switch. The tubing was flushed with air, while submerged in water. And bubbles could be seen exiting the device from the ¿on/off¿ switch, when the switch was set to ¿on¿. But no leak occurred, when it was set to ¿off¿. No cracks were observed. Therefore, the cause of the leak could not be determined. Penumbra aspiration tubing are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. Section h: box 6, conclusions code 1: 4316: the investigation findings do not lead to a clear conclusion about the cause of leak. H3 other text: placeholder.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system max aspiration tubing (tubing). During the procedure, the tubing did not aspirate at all and was found to be cracked. Therefore, the tubing was removed. The procedure was completed using new tubing. There was no report of an adverse effect to the patient.